Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d european post-market observational study on (B)(6) 2017. The subject was implanted with one biomimics 3d stent (a 6.0 x 150mm) on this date to treat a restenotic lesion in the sfa distal third to distal popliteal artery in the right leg. An antegrade approach was used. Before the stent implantation, the target lesion was pre-dilated with standard percutaneous transluminal angioplasty (pta) and cutting balloon and thrombectomy was used. After the stent was implanted, post-dilatation of the treated segment with pta was conducted. On (B)(6) 2017 the subject was treated for an early occlusion that required a graft bypass of the segment between the common femoral artery to tibeal peroneal trunk. The event of occlusion was reported as "not related" to the device and "not related" to the procedure but due to a worsening of the pre-existing condition. It was described as target lesion related. The outcome is described as "resolved with sequelae". The device remains implanted.